Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings , dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.